Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016, two and a half screens on the xhibit telemetry central station went black. No injury was reported as a result of this event.

Manufacturer narrative:
Spacelabs technical support remotely attempted to guide the user through steps to resolve, however the user declined. Several attempts were made to follow up with the customer for additional information, but were unsuccessful. No recurrences have been reported. This report is complete and this particular issue is considered closed.